Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had iab migration and difficult or unable to monitor arterial pressure waveform. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).